Event description:
Customer stated that they received a blood glucose result of 792 mg/dl on the device. Unable to find result in memory. No treatment was given based on the result. A request was made for the return of the subject device and replacement product was sent.